Event description:
A plastic bact/alert mp culture bottle was found broken in the bact/alert incubator. Afb stain indicated that its contents were negative. There were no adverse events noted as a result of this incident. The lab was closed and a formaldehyde gas sterilization was performed.

Manufacturer narrative:
The user had disinfected the plastic bact/alert mp culture bottle with biocleanse (teknom), a disinfectant, which according to teknon's application chart, is not recommended for the use on polycarbonate bottles. Biomerieux, inc. Has investigated the interaction of some disinfectants on its polycarbonate bottles and has issued a notice alerting users to read the disinfectant's label to determine compatibility with polycarbonate bottles. Biomerieux has also modified its package insert with a caution about polycarbonates and choice of disinfectants by the user.